Event description:
Allegedly the tip broke off while advancing the screw and remains in the screw head in the patient.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend. Photographic images were made. (B)(4) - evidence that product in specification when used, undetermined.

Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Additional information has been requested. This report will be updated when the investigation is complete.